Event description:
It was reported that the patient underwent a cervical procedure at c3-c5. It was reported that one of the screws backed out and is missing. It is assumed that the backed out screw perforated the esophagus and could not be found in the body. Dysphagia was confirmed post operatively. A revision surgery is planned once the patient's esophagus has healed.

Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part number g8792113, lot # h11k5400, part number g8792113, lot # h11l2467. Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). This part is not approved for use in the united states; however a like device catalog # 8792113, 510k # k994329 was cleared in the united states. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.